Event description:
Caller reported a malfunction on the pump, which displayed malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer understood and acknowledged.